Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on) was confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to a shorted capacitor on the computer/analog pca. The shorted capacitor caused damage to the inductor, inductor, and diode on the c/a board. The root cause for the shorted capacitor could not be positively identified. There was no death or adverse event associated with the belt malfunction. Device evaluation of battery sn (B)(4) has been completed. The reported problem (unable to power on monitor) has been confirmed. Upon investigation the batteries were unable to recharge or power on a monitor. The fuse was open. The cause for the open fuse was excessive current. The root cause for the excessive current was the damage to the monitor capacitor. There was no death or adverse event associated with the belt malfunction.

Event description:
4/9/2021-resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor reported that a patient's monitor would not power on.